Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called and reported receiving an unexpected restart error alarm on the insulin pump. The alarm could not be cleared, due to a keypad issue. Customer's blood glucose was 199 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.